Event description:
It was reported to the manufacturer that the user's programming system would not hold charge for very long after being plugged in for a period of time. A replacement system was sent to the user upon request. Good faith attempts to obtain the non-working device for product analysis are underway.